Manufacturer narrative:
(B)(4).

Event description:
A customer reported a (B)(6) result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The bi was incubated for 24 hours. The affected load was released and used on a patient. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of (B)(6) cyclesure 24 biological indicators when the load has been released and used on patient(s) prior to reprocessing.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 8/01/2018 to 12/11/2018 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The customer stated the single cyclesure® 24 bi was discarded and not available for return and visual analysis. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The assignable cause could not be verified. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains analysis met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. An issue with sterrad® performance is also unlikely as the short cycle passed and the chemical indicator disc changed correctly. The customer stated the previous and subsequent bi was negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).